Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A distributor, employee of intuvie, received an email from a healthcare worker who reported that the patient tubing was leaking. No further details provided. No patient harm reported. Unsure if patient involved. Return of the device has been requested. As of the date of this report, device has not been returned.